Manufacturer narrative:
Based on the data provided and investigation performed, a general instrument or reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 40.8 ng/l. The repeated result was <13 ng/l. The repeated result was <13 ng/l. The repeated results were believed to be correct. The result of <13 ng/l was reported outside of the laboratory. The reagent lot number was 47003401. The reagent expiration date was requested but not provided.